Manufacturer narrative:
The pod arrived fully deployed. Corrosion was observed on the top battery and pcb, preventing the retrieval of download data and shelf mode current. As such, the type and cause of the reported alarm could not be determined. An internal tear on the nailhead of the soft cannula produced a leak, which is confirmed as the cause of the observed corrosion and fluid damage. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose levels rose to over 250 mg/dl, while wearing the pod between 36 and 48 hours on the infusion site (arm. As treatment, the patient changed out the pod for a new pod.